Manufacturer narrative:
H3: the pump was returned and analysis found no significant anomalies. Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type catheter product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and healthcare provider via the manufacturer representative (rep). It wasnoted the device was delivering lioresal (2000 mcg/ml at 1400 mcg/day). It was reported that in (B)(6) 2020 the patient began to have increased spasticity and upon refill, there was more medicine in the pump than expected. The managing physician did a dye study and it was noted that dye leaked out of the connection of the 8596 catheter. It was noted the managing physician had continually went up on the medication and gave the patient periodic boluses. The patient was sent for a system replacement. The system replacement occurred (B)(6) 2021. It was unknown why there was more drug in the pump than expected. The physician wanted to be sure nothing was wrong with the pump and stated they did not understand why there was more drug in pump than expected at refills. Therefore, they planned to return the pump for analysis. The explanted catheters were discarded as the physician only wanted the pump analyzed.

Manufacturer narrative:
B3: event date is approximate. H6: the device code has been updated to a1407 for the pump. Code method b18 only applies to the catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8 709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-feb-2018, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1324 mcg/day) via an implanted pump. It was reported by the patient¿s mother that beginning in (B)(6) 2021, the patient had a slight increase in spasticity and the managing physician noted a volume discrepancy at the last pump refill. A dye study was ordered and then performed on (B)(6) 2021. The catheter dye study showed a slight leak at the catheter connection site at the point where the spinal segment of the catheter was connected to the proximal/pump segment of the catheter. It was identified under fluoroscopy using contrast dye for intrathecal use. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be multiple transfers daily as patient was a quadriplegic and fully dependent on others for transfers. No falls were reported. The patient was being referred to another physician for a catheter revision/possible replacement. The surgery was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.